Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. It was reported that the pump was flipping because it was not anchored down. Per the instructions for use of the device, the pump should be secured to the underlying fascia using one non-absorbable, monofilament suture per pump suture hole. This suturing will reduce the risk of pump migration and the possibility of the pump rotating or flipping over. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter revision as a result of pump flipping. The pump was reported to continuously flip due to the pump not being anchored down. The patient had alleged an increase in pain. An underinfusion volume discrepancy was observed in which the full 20ml were returned. Pump was manually moved back and the old catheter, confirmed to be kinked, was tied off. A new catheter was placed.